Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], perineal area pain [perineal pain] , joint pain [joint pain] , chronic fatigue [chronic fatigue] , burnout [burnout syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. The most recent information was received on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43-year-old female patient who had essure inserted (lot no. C55828, c26935) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1257 days after essure insertion, she experienced perineal pain ("perineal area pain"), arthralgia ("joint pain"), fatigue ("chronic fatigue") and burnout syndrome ("burnout"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue had not resolved. The outcomes for medical device removal, perineal pain, arthralgia and burnout syndrome were unknown. No causality assessment was received for essure with regard to perineal pain, arthralgia, fatigue, burnout syndrome or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Hysteroscopy] on (B)(6) 2014: preparation with profenid diagnostic hysteroscopy with storz bettocchi 5 mm 30° hysteroscope. Infusion of the cavity with physiological saline. Cavity entered under visual control. Regular cervico-isthmic outlet. Normal-sized cavity with regular edges. Right and left ostia clearly visible, mucosal atrophy. Easy insertion of essure implant on the right and then on the left conclusion: essure on both sides. Batch number c26935 manufacture date 2014-02-18 expiration date 2017-02-28 batch number c55828 manufacture date 2014-05-10 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], perineal area pain [perineal pain], joint pain [joint pain] , chronic fatigue [chronic fatigue] , burnout [burnout syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43-year-old female patient who had essure inserted (lot no. C55828, c26935) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1257 days after essure insertion, she experienced perineal pain ("perineal area pain"), arthralgia ("joint pain"), fatigue ("chronic fatigue") and burnout syndrome ("burnout"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue had not resolved. The outcomes for medical device removal, perineal pain, arthralgia and burnout syndrome were unknown. No causality assessment was received for essure with regard to perineal pain, arthralgia, fatigue, burnout syndrome or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Hysteroscopy] on (B)(6) 2014: preparation with profenid. Diagnostic hysteroscopy with storz bettocchi 5 mm 30° hysteroscope. Infusion of the cavity with physiological saline. Cavity entered under visual control. Regular cervico-isthmic outlet. Normal-sized cavity with regular edges. Right and left ostia clearly visible, mucosal atrophy. Easy insertion of essure implant on the right and then on the left conclusion: essure on both sides. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.